Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch (lss) for high out of range pacing impedances on the right atrial (ra) lead. The impedances were greater than 2000 ohms. The ra lead is a competitor's product. At this time, the pacemaker was reprogrammed and the lss feature was turned off. The patient will be monitored. No adverse patient effects were reported.

Event description:
Additional information was received which indicated the ra lead was found to be fractured and there are still out of range impedance alerts. The products still remain in service. No adverse patient effects were reported.